Manufacturer narrative:
(B)(4)

Event description:
It was reported the lead was explanted due to lead noise.

Event description:
New information states that the patient was in stable condition after the procedure.